Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
Customer called to report damage to insulin pump. Customer stated that half of the screen is black. Customer's blood glucose reading was 152mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.